Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After crossing a non-bsc wire, a 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.